Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-24. Investigation summary: a sample representation was provided for the complaint. A DHR review was performed and showed there were no issues reported like lid broken ¿ damaged during the manufacturing process of the lot number 0141946. A review of non-conforming material report (ncmr) was performed for this part for the past 12 months and no issues were reported for lid broken ¿ damaged for the same part number. The broken corners were observed on sample provided. As part of this investigation there is not enough information provided like pictures of packaging used to send material to the end user, in accordance with available information. Potential root causes are incorrect handling, partial sells, and inadequate packaging by distributor. Bd will continue to monitor for any trends.

Event description:
It was reported that sharps coll asia 13.2l yel 1508 non-vent was cracked. This occurred on 3 occasions. The following information was provided by the initial reporter: received 3x 13l sharp container cover that is cracked.

Manufacturer narrative:
(B)(4). Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll asia 13.2l yel 1508 non-vent was cracked. This occurred on 3 occasions. The following information was provided by the initial reporter: received 3x 13l sharp container cover that is cracked.